Event description:
New information received noted that pacemaker was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal output and normal telemetry communication. Analysis performed including battery assessment and output verification did not identify any functional issues. Analysis of the device image and session records indicated the device was at elective-replacement level and was implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, and its voltage level is sensitive to variations in usage and pacing demands, which could have triggered a false end-of-service (eos) indication. The device was implanted for 7.92 years, which exceeded its projected longevity and is consistent with normal battery depletion.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that, pacemaker exhibited premature battery depletion. No intervention was performed. There were no patient consequences.